Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced floppy glans. During the surgical procedure, it was noted that the cylinders were severely undersized; therefore, the length was increased by 4 cm. With the new size and ms pump, the outcome was satisfactory. No additional complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is(B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with cylinder - length too short, may have been due to a potential measurement error. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced floppy glans. During the surgical procedure, it was noted that the cylinders were severely undersized; therefore, the length was increased by 4 cm. With the new size and ms pump, the outcome was satisfactory. No additional complications were reported.